Manufacturer narrative:
The insulin pump was received with no esc and act button response due to corroded keypad traces. No button error alarm noted during testing. The device had minor scratched display window and cracked battery tube threads.

Event description:
It was reported that customer received a button error alarm. Customer's blood glucose was 6.8 mmol/l. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.